Manufacturer narrative:
Complaint (B)(4): received customer picture. Received 14pcs 450132/g230533b for evaluation. Received customer picture. We have no further complaints on this material/batch. We forwarded the complaint, customer pictures and samples to our affiliated headquarters in austria from which we receive this product. According to their investigation and comments, a review of the production documentation did not reveal any deviations in relation to the reported error. The customer returned samples were checked, and no deviations which could be associated with the reported error were detected. Therefore, the alleged malfunction is not confirmed. Corrected and additional data : h3: samples received; h6: investigation findings, investigation conclusion; h11: manufacturer narrative.

Manufacturer narrative:
Complaint (B)(4). A date of the event could not be obtained from the customer. Samples were only recently received, and their evaluation is still in progress. As soon as the investigation is completed, a supplemental report will be filed.

Event description:
Customer states the needle detached from the butterfly hub after activating the safety device. Half of the needle was still in the patient vein after the safety device was activated, greiner holder was in use, item number unknown. Phlebotomist was trained on the use of the product. The photo provided shows the actual needle used by the phlebotomist. The customer discarded the packing and does not know if the lots are the same for the incidences. It is unknown if the needle(s) were bent beforehand.